Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6: component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: orthop j sports med. 2024 jan 8;12(1):23259671231221239. Https://doi.org/10.1177/23259671231221239. Pmid: 38204932; pmcid: pmc10777783.

Event description:
Title: comparison of failure rates at long-term follow-up between mpfl repair and reconstruction for recurrent lateral patellar instability. The aim of this retrospective study was to compare long-term clinical outcomes, complications, and recurrence rates of isolated mpfl reconstruction and mpfl repair for recurrent lateral patellar instability. Between 2005 and 2012, a total 55 patients (n = 58 knees) were included in the study. Comprised of two groups such as: mpfl repair group with 26 patients (n = 29 knees) composed of 14 women and 15 men. Treated with no. 2 nonabsorbable, locking whipstitch suture (fiberwire [arthrex] or ethibond [ethicon]) was placed in the patellar end of the mpfl with suture anchors (fastak [arthrex], corkscrew ft [arthrex], or gii [depuy synthes]. With a mean age of 18.4 years. While mpfl reconstruction with 29 patients (n = 29 knees), 18 were women and 11 men. With a mean age of 18.2 years. Treated with either two 3.5-mm sockets using bioabsorbable interference screws (arthrex) or a subperiosteal trough using 2 suture anchors (arthrex),no. 2 nonabsorbable suture (fiberwire or fiberloop; arthrex). Mean follow up of 12 years (range, 8.3-18.9 years). Reported complications: ethibond [ethicon]), had a recurrent subluxations (n=14), treatment: not reported, with knee with patellofemoral pain (n=1), treatment: not reported, reoperations (n=6), treatment: not reported, recurrent instability (n=6), treatment: not reported, failure (n=12), treatment: not reported. In conclusions, mpfl repair resulted in a nearly 3-fold higher rate of recurrent patellar dislocation (41% vs 14%) at the long-term follow-up compared with mpfl reconstruction. Given this disparate rate, the authors recommend mpfl reconstruction over repair because of the lower failure rate and similar, if not superior, clinical outcomes and rts.